Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional component potentially involved in the event include: common device name: scs lead extension, model: 3383, UDI: (B)(4), serial: (B)(6), batch: a000134605.

Event description:
It was reported that one of the patient's extensions was protruding through the skin at the incision site. Surgical intervention was undertaken on (B)(6) 2023 in which the extension was explanted to address the issue. Investigation was unable to determine which of the extensions attributed to the event.